Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Brush head pops off when I am using it - oral-b [device breakage] case narrative: consumer via phone reported that their oral-b toothbrush head popped off of the oral-b ioseries7 toothbrush handle when they were using it. No injury was reported. (B)(6) 2024 amendment from information initially received on (B)(6) 2024: the concomitant product was oral-b power oral care refills io series. No injury was reported.